Event description:
The report received associated a cypher with a restenosis episode one month after implantation. The cypher stent was implanted in the proximal circumflex to treat an in-stent restenosis of a bx sonic bare meteal stent. The restenosis was treated with another 3.5mm by18mm cypher stent. The event was resolved without sequel.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This is one of two products involved in the same pt and reported under mfg number 9616099-2007-01081 and 9616099-2007-01082. Additional info will be submitted within thirty days upon receipt.